Event description:
Unit was returned for testing. Unit was received in a used carton, with no additional packing making unit secure. The unit shroud was scratched and broken, dirty and customer own labels applied. Dewar was also scratched, dented and dirty with customer labelling. Shroud screw was missing. Although dirty, with slight damage and missing items, the unit in question is within manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit is in the process of being evaluated. If any new information is discovered, a followup report will be submitted.

Event description:
On (B)(6) 2017, the patient called the customer to inform them that her last cylinder available was not releasing oxygen properly, and since she is usually on her high prescribed flow, she felt tiredness immediately. A technician went to the patient's home and confirmed the cylinder was not releasing the correct flow. The patient felt a lot better when she started using a new bottle. The cylinder was identified and segregated. On (B)(6) 2017, the patient was contacted by the customer and confirmed she was feeling well and symptom free.